Event description:
It was reported that a user wearing a dexcom g7 experienced a temporary loss of cgm readings on the ilet pump with a ¿connect cgm, dosing will stop¿ message, after which readings resumed without intervention; the user was informed that the interruption was likely due to signal loss and received troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included user counseling on alert meaning and probable communication interruption. Investigation of this case revealed a transient cgm-to-pump communication loss consistent with signal interference, with no device component identified as failed. It was concluded, based on previously established findings for similar reports, that the cause was communication signal loss.